Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.

Event description:
Info received indicates during a safety check, the technician found the power cord ground pin was loose causing a high ground resistance reading.